Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated customer complained that the pump occurred an error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.) Several times. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695inches. The pump was monitored and no unexpected reservoir not found and pump error 130 alarm noted. Successfully downloaded history files and traces using thus. There was no pump error 130 alarm recorded in the formatted history file on the event date. However, pump error 130 alarm was recorded in the formatted history file on: 05/21/2023 16:32:03.000, 05/21/2023 19:37:05.000, 05/21/2023 19:47:00.000, 05/21/2023 20:07:05.000, 05/21/2023 20:09:07.000, 05/21/2023 20:19:32.000, 05/21/2023 23:20:15.000. No pump error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm recorded in the formatted history file for the event date. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Please see below for pump errors/alarms noted 2 days prior to the event date 24-may-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 05/24/2023 18:51:18.000 power loss alarm was recorded and found in the formatted history file on: 05/24/2023 18:51:55.000., 05/24/2023 18:52:06.000 pump error 23 alarm was recorded and found in the formatted history file on: 05/24/2023 18:51:41.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm noted 2 days prior to the event date 24-may-2023 in the formatted history file.  Power loss alarm were expected since the pump resets due to battery backup depletion. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case a serial number label missing and a end cap address label missing. Unexpected reservoir not found was not confirmed. However, pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.